Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported inserting a new sensor, and their blood glucose declined to 40 mg/dl from 252 mg/dl. The customer treated the low with juice and their blood glucose rose to 220 shortly after. The customer also reported receiving sensor alerts. The customer stated the sensor was not damaged during troubleshooting. The insulin pump will not be returned for analysis.